Manufacturer narrative:
It was reported that the arsenal lateral fibula plate. Locking screw went through beyond the plate and didn't stop flush. Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Complaint - arsenal lateral fibula plate. Locking screw went through beyond the plate and didn't stop flush.